Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent instances of low blood glucose levels (the most recent bg level was 44 mg/dl); cause unknown. The customer consumed carbohydrates to address bg. Pump system check was performed with cts and customer acknowledged that the pump was performing as intended.